Event description:
The customer reported that during a procedure on the pt's hand, the button of the device stuck there was no pt injury. The site has indicated that no further info is available and the incident device is not available for eval.

Manufacturer narrative:
(B)(4). The site has indicated the incident sample is not available for eval. If additional info pertinent to the incident is obtained a f/u report will be submitted.